Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability- additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and does not turn on. The receiver log could not be downloaded for evaluation. The receiver case was opened for internal inspection and passed. The battery was replaced with a known good battery, the receiver turns on and charges. A download was performed, the log shows rttloss error and unexpected shut-down in the investigation window. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.